Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for normal device replacement procedure. During procedure, the right ventricular lead was noted with externalized cables. The procedure was abandoned for preparation for lead explant. X-ray testing was done but images were not available. No intervention was performed yet and the lead remained implanted. The patient was stable.

Event description:
Additional information received noted the right ventricular lead was extracted and replaced on (B)(6) 2019.the lead was electrically normal. The patient was stable after the extraction.